Manufacturer narrative:
Updated fields: b4, d9 e1 initial reporter, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the unit passed all power on self tests without any alarms or abnormal function occurring. The device logs were also evaluated, and they were unable to confirm reported complaint on site or in device logs. The scroll compressor (0119-00-0236), muffler 1/8 npt (0103-00-0631), and muffler <100 micron (0103-00-0499) were replaced as a precautionary measure based on the reported complaint. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a temperature management error. There was no injury reported.